Event description:
Information was received indicating that a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube broke at the hub. Subsequently, an emergent tracheostomy (trach) tube change out was performed and the patient recovered. There were no further reported adverse effects.